Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2022 due to signs of infection. Upon examination, it was noted that there was infection and vegetation on the left ventricular lead . The physician explanted the lead on (B)(6) 2022. The patient was in stable condition.